Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the outer tubing overlay was melted and had a cosmetic environmental stress crack. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in /on the helix/lobe mechanism. Apparent explant damage was also noted.

Event description:
It was reported that the lead had high and varying impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.